Manufacturer narrative:
(B)(4): d10: item # 20809000402, reverse shoulder augmented guide and bone model right , lot # 67147990. Item # 115396, comp rvs cntrl 6.5x30mm st/rst , lot # 67418176. Item # 180551, comp lk scr 3.5hex 4.75x20 st , lot # 67421009. Item # 180552, comp lk scr 3.5hex 4.75x25 st , lot # 67606989. Item # 180553, comp lk scr 3.5hex 4.75x30 st , lot # 67421896. Item # 115313, comp rvsr shldr glnsp +3 36mm , lot # 67131531. Item # 110030778, 40mm versa-dial glen +6 , lot # 66947356. Item # 113630, 40mm versa-dial glen +6 , lot # 67706132. Item # 110031418, cr prolong 36mm brng std , lot # 67624451. Item # 110031414, hmrl tray +6 std ti , lot # 67697176. G2: foreign - event occurred in sweden. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a primary reverse shoulder arthroplasty and, at a follow-up visit approximately 7 weeks post-implantation, the glenosphere was found to be loosened from the baseplate. Attempts have been made and no further information has been provided.